Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump powered off and the buttons were unresponsive. The insulin pump had a blank display after changing the battery. The insulin pump was also dropped and bumped. Customer's blood glucose level was 180 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a blank display after the count up due to a problem with the mother board. Unable to verify the unresponsive button keypad due to the blank display. No damage was noted in the keypad assembly. No unlocked lcd keypad connector was noted during visual inspection. The pump was received with a cracked reservoir tube lip and minor scratches on the lcd window.